Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no thresholds and a dislodgement. The ra lead was attempted to be repositioned but it would not stay fixated in the atrium. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.